Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens in the patient's eye. Lens was torn during insertion into the eye. Lens was removed with no patient injury. Backup lens, same model and size lens was implanted. No lot numbers were provided.

Manufacturer narrative:
(B)(4). Evaluation: method - lens work order search. Results - a visual inspection of the returned product found piece of one plate haptic is torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. #(B)(4).